Manufacturer narrative:
(B)(4). Event evaluation: a review of drawing, manufacturing instructions, and quality control was conducted during the investigation. The complaint was returned; the tuohy borst valve was separated from the sheath and the cap and adapter were not sent with the complaint device. The flare was checked using the go/no-go gauge, and it was verified that it was of adequate size. There was no obvious deformation of the flare or sheath. Without the cap and adapter, the device cannot be fully investigated to verify that glue was present on the cap/adapter assembly. There is no evidence to suggest that this device was not built per specification. Without the complete device, a definitive root cause could not be determined. However, the tuohy borst valve may not have been adequately attached to the cap and adapter allowing it to leak. Also, the cap/adapter may not have been attached allowing for leakage. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
During a paod (peripheral arterial occlusive disease) procedure on a (B)(6) year old female patient, the introducer leaked from the side-arm hub. The physician replaced the introducer to complete the procedure.

Event description:
During a paod (peripheral arterial occlusive disease) procedure on a (B)(6) female patient, the introducer leaked from the side-arm hub. The physician replaced the introducer to complete the procedure.

Manufacturer narrative:
Ksaw-8.0-38-90-rb-shtl-hc. (B)(4). The event is currently under investigation.